Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in the 300 mg/dl range. Additionally, an occlusion alarm occurred. Customer changed pump supplies to address the issues. There was no adverse impact to the customer¿s blood glucose level.